Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. (B)(4) 2014 meter memory review in system evaluation noted: the alleged value 47 mg/dl has been found as last entry on the alleged date. The values before have been 76 and 114 mg/dl with a time distance of 2 and 5 hours respectively. Device will not be returned to manufacturer.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 47 mg/dl, 176 mg/dl, and 114 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device, however, the test cassette is no longer available.